Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer and a health care provider regarding a patient who was undergoing a basic evaluation trial. It was reported that the patient was bloated and that she had urgency, but voided just a few drops. The patient still has a few voids where she isn¿t emptying her bladder completely. The patient has some tenderness above her butt, and had diarrhea from 6-8pm on (B)(6) 2017. The patient was constipated on (B)(6) 2017, and per the patient, that happens when she is retaining fluids. She can feel her ankle starting to swell. The patient also noted taking a medication for the blockage of her bowels because she cannot have hard stools. On (B)(6) 2017, the patient noted that the swelling in her ankles had gone down, but she was still constipated. The patient also feels ¿yucky¿ from not being able to take a shower. The patient noted that the constipation may be due to the fact that she¿s been a nervous wreck during the evaluation and feels helpless. The patient had the wires pulled on (B)(6) 2017 to resolve the constipation. There were no further complications reported or anticipated.

Manufacturer narrative:
Based on additional information received, the previously reported patient code (B)(4) no longer applies to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported the patient¿s retention issue was pre-existing and the trial of the device was an action to resolve that issue.